Event description:
It was reported that the cross arm brake on the 9600+ system is not holding. It was noted that the brake assembly is worn out. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cross arm brake assembly. The system was tested and found to be working as intended and placed back into service.